Event description:
The representative reported the patient had an erosion on their back that exposed the catheter. The catheter was to be removed to allow the erosion to heal; when the pump site was opened, it revealed sepsis at the pocket site and the entire system was removed. The drug used in the pump was baclofen. Additional information has been requested.